Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an pulse field ablation (pfa) procedure using a faradrive sheath excessive air was seen during aspiration. During procedure, after obtaining transseptal access using a non-bsc needle and non-bsc sheath, the physician exchanged the non-bsc sheath with the faradrive sheath. After the exchange and before advancing a farawave catheter into the patient, multiple attempts were made by the physician to aspirate the sheath with a 20 ml syringe. This resulted in air bubbles being observed in the syringe on each attempt. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was retained by customer.